Event description:
On 4/25/95 pt had a hip operation due to arthritis and the screws were used. His wound was not healing and he was in intense pain. He went to another dr and had to have another operation on 11/9/95. When they opened him, they found the immediate area near the screws to be infected from "clistridium" bacteria. This was evidently caused by either the devices or by dirty instruments used during the operation previously done. The second dr told him that, due to the position of the infection it was caused by the screws. Now he is taking penicillin and a clamp has been put in his hip, and when he is healed, another operation will be done to remove it.